Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: as received, the syringe powered and detected channel error 13-1033-149. Report failed plunger force accuracy during check in was confirmed. The syringe failed plunger force calibration step 3 with a message syringe calibration required during the increasing force. The syring was also detected channel error 13-1033-149. Failure investigation isolated the cause of plunger force accuracy failure during the check in process to installation of the wiper. The wiper screw was missing conclusion: missing wiper screw during the wiper installing at the production line is the main cause of reported syringe failed plunger force accuracy testing. It also cause syringe to detected soft fault error 13-1033-149. This is a production workmanship issue. Rework: re-installed nylon screw. Disposition: route to service for normal process.